Event description:
During a ptca/stenting treatment procedure inflation difficulties were encountered with a maverick2 monorail balloon. The physician could only inflate the balloon to 6 atms. The maverick2 monorail balloon was being used to predilate the lesion for placement of another MFR's stent. The lesion being treated was a 50% stenotic lesion in the mid lad coronary artery. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another catheter to successfully complete the procedure. Pt status is reported as 'stable'.